Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Updated data: a1. Patient identifier b2. Outcome attributed to adverse event and date of death b3. Date of event b5. Third paragraph was added. B7. Relevant history was added. G. All manufacturers contact information was updated. H6. Patient codes; device codes; eval code method; eval code conclusion were added additional codes. Were added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that four years, nine months, eight days following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) was performed and showed an ejection fraction of 65-70% with evidence of severe prosthetic aortic stenosis (as) due to a mean gradient of 68 millimeter of mercury (mm hg) and an aortic valve peak velocity of 5 meters per second. Approximately one week later, the patient presented to the emergency department experiencing atrial fibrillation (afib) with rapid ventricular response. During the admission, a tte showed the patient's condition remained unchanged. Per the physician, the degeneration of the valve resulted in the severe as and caused the congestive heart failure, atrial dilation, and afib. Subsequently, four years, nine months, twenty days following the valve implant, the bioprosthetic valve was explanted and a larger 24mm non-medtronic surgical valve was implanted. The surgical valve replacement included subvalvular web resection due pannus formation at the base of the valve, aortic root enlargement, repair of the right coronary sinus, maze procedure, and atrial clip. No additional adverse patient effects were reported.- additional information reported that four years, nine months, six days following the implant of the transcatheter bioprosthetic valve, the patient presented for worsening shortness of breath. Chest x-ray showed changes compatible with vascular congestion. For treatment of the acute congestive heart failure (chf) 3 liters of nasal cannula supplemental oxygen was provided and intravenous therapy (IV) medication was administered. The transcatheter bioprosthetic valve was explanted and a larger 25 mm medtronic bioprosthetic surgical aortic valve was implanted. Seven days following the explant of this transcatheter bioprosthetic valve, the patient exhibited significant post-extubation dysphagia with signs of aspiration with ice chips. A feeding tube was required. Per the physician, the post-extubation dysphagia was a result of surgery which was necessitated by the degenerative transcatheter valve. The dysphagia was not directly related to the valve but was sequentially related to the valve. If the valve would not have degenerated the patient would not have needed the surgery and the patient would not have developed dysphagia. Thirty-eight days post implant of the surgical valve, the patient expired. The cause of the cardiac death was reported as severe bioprosthetic aortic valve stenosis, that required surgical valve replacement with subsequent multisystem organ failure. There was no evidence to suggest that the bioprosthetic surgical valve or its function caused or contributed to the patient's death. No autopsy was performed. May14 additional information was received that approximately four years, nine months, fifteen days after valve implant, the patient presented to the ed with complaint of chest pain and palpitations. The patient was tachycardic at 130 bpm. This is when the electrocardiogram (ECG) was performed and showed afib with rvr. Upon admission, diltiazem was held, and the patient wasrate-controlled with oral metoprolol tartate and the home oral amiodarone. After the initiation of diltiazem drip, the patient had an episode of hypotension (80s/40s mm hg) and was given a 150mg bolus of amiodarone with return of pressures. Cardiac ablation was deferred in the setting of severe bioprosthetic aortic valve stenosis. The prescribed potassium chloride was held due to hyperkalemia (max potassium 6.7). The patient also exhibited low sodium with unclear etiology, which self-corrected. May18 four days later, the patient required IV magnesium supplementation due to a magnesium level 1.8. May19 the surgical avr (savr) occurred five days after admission. During surgery, the patient also underwent a biatrial cryomaze and a left atrial appendance clip. The patient's intraoperative course was compl icated by protamine reaction x2, resulting in a moderately reduced right ventricular (rv) function, likely secondary to hypotension. This improved to mildly-reduced with time and epinephrine infusion initiation, in addition to norephinephrine. The patient was also started on inhaled veletri due to elevated lactate, milrinone/vasopressin drips, amiodarone infusion, and IV albumin boluses. May20 in the morning on the first post-operative day, the patient had a small bloody bowel movement (melena). A blood test was taken and showed acute blood loss anemia due to the episode of melena; the hemoglobin (hgb) 9.5 hgb was compared to pre-savr baseline 13.7 hgb and pre-operative 12.4 hgb. The patient was administered an 80mg IV protonix bolus and a 3-day course of 40mg IV protonix twice a day, was given a 250ml bolus of 5% albumin, and packed red blood cells (prbcs) with no further episodes of melena. On the same day, a tte was performed and showed a severely decreased rv systolic function sparing the apex (mcconnell's sign), indicating acute rv strain. May21 two days after savr, the patient exhibited an acute kidney injury with a creatinine of 1.06 compared to pre-savr baseline 0.87. The patient was started on IV/drip lasix and metolazone. May23 on the fourth post-operative day, the patient was given an amiodarone bolus/increased drip, IV magnesium, and IV albumin due to afib with rvr. May25 on the sixth post-operative day, the patient¿s potassium was repleted, but the hgb continued to drop to 8.6. Subsequently, 1 unit of prbcs was transfused. The patient was febrile with no increasing pressor requirements or lactate bump. Blood cultures, mrsa, and respiratory cultures were negative. A chest x-ray was performed and identified small bilateral pleural effusions. The patient was also started on diamox due to contraction alkalosis and free water due to hypernatremia. May26 seven days after savr, the patient underwent an unsuccessful cardioversion and was started on oral digoxin. The patient was also extubated to a heated high-flow nasal cannula supplemental oxygen. May27 on the eighth post-operative day, a heparin drip was initiated. Another chest x-ray was performed and showed small layering pleural effusions, with the right greater than the left. May29 ten days after the savr, oliguria developed over night along with hypotension which led to increased pressor requirements and volume overload. The patient¿s creatinine had peaked to 2.55 with mild hyperkalemia. Nephrology was consulted and the patient was started on crrt for volume management. Diuretic medications were stopped while on crrt. The patient¿s hgb remained low at 6.8 and 1 unit of prbcs was transfused. The patient¿s hgb level remained low throughout hospitalization. The patient required re-intubation with concurrent mild elevation in lactate in the setting of tachypnea and increased work of breathing, in addition to worsening pulmonary edema and right pleural effusion visualized on chest x-ray. After intubation, the patient req uired increased epinephrine, and vasopressin was re-started. The patient was noted to be anuric, leading to initiation of crrt. At the time of reintubation, cvp was noted to be 19-23, and a swan was placed. Initial numbers were consistent with elevated biventricular filling pressures, normal cardiac output, and low svr. Per cardiology consult, the combination of the patient¿s left ventricular, right ventricular, and vascular issues had led to a state of hypoperfusion with intermittent lactate and new acute renal failure. Down-titration of vasopressors (as tolerated) and amiodarone/ digoxin was recommended. No coronary angiogram was indicated. The patient remained on vasopressors for most of hospitalization. A urine culture was obtained and grew candida glabrata. Broad-spectrum antibiotics were started in the setting of worsening leukocytosis. May30 on the eleventh post-operative day, IV fluconazole was added. May31 on the twelfth post-operative day, nystatin oral swish was added due to concern for thrush. ID consultation determined the etiology of leukocytosis was unclear. June1 on the thirteenth post-operative day, fluconazole was discontinued (d/c). June2 on the fourteenth post-operative day, a chest x-ray was performed and showed no significant interval change, specifically no pneumothorax. June3 on the fifteenth post-operative day, vancomycin was d/c. June4 on the sixteenth post-operative day, wound care was consulted and noted an evolving deep tissue injury, moisture fissures on the coccyx, and moisture fissures along spine. There was an unstageable pressure injury to the right buttock presenting with black eschar with leathery feel, no bogginess or fluctuance. Immediately inferior to the area of eschar is partial thickness tissue loss with pink moist wound bed, measuring 7cm x 3cm. Wound care was implemented with cleanse and nickle layer of sensicare to area twice daily and as needed. It was noted the wound ostomy team would continue to monitor. June5 on the seventeenth post-operative day, the patient was extubated to nasal cannula supplemental oxygen. Two grams of IV magnesium supplementation was administered. It was noted the patient continued to have electrolyte imbalances throughout hospitalization. June6 on the eighteenth post-operative day, zosyn was d/c. The patient was reported to be stable on room air. June10 twenty-two days after savr, a dialysis line was placed and warfarin was initiated. June12 twenty-four days following savr an abdominal computed tomography (CT) was performed and showed no evidence for acute intra-abdominal process, no acute gastro-intestinal bleeding. A cirrhotic liver morphology was noted with scattered small varices including multiple varices in the ventral abdominal wall and thickened endometrium to 14 mm. Cholelithiasis was also noted. June13 on the twenty-fifth post-operative day, the patient¿s hgb was 6.9 june14 on the twenty-sixth post-operative day, the patient was re-intubated. June15 twenty-seven days after savr, the patient was brought to the operating room (or) for an exploratory laparotomy was performed with ligation of periumbilical varices and insertion of abdominal wound vac. A tte was performed and showed a dilated rv, moderate- severe tricuspid regurgitation with estimated rv systolic pressure of 38 mm hg based on estimated right atrium pressure of 15 mm hg. June16 twenty-eight days after savr, probable small left pleural effusion and retrocardiac opacity was observed which may relate to edema and atelectasis. In addition, infection or aspiration was also possible in the appropriate clinical context. June17 twenty-nine days post-savr, the patient returned to the or for reopening of the recent laparotomy due to a rise in lactate and high grade celiac artery stenosis with concern for possible bowel ischemia, post-surgery findings of viable bowel. June21 thirty-three days following savr, the patient was determined to be in acute kidney injury (aki) stage 3, continued crrt support, bun was 31 and creatinine was 0.95. June22 thirty-four days after savr, the patient was extubated. June24 on the thirty-sixth post-operative day, the patient wasreintubated for exploratory laparotomy for colonic ischemia from cecum to descending colon. The small bowel was normal from the ligament of treitz ¿to the ioc¿. However, the colon had distension and transmural ischemia that extended from cecum to proximal sigmoid. Subtotal colectomy and placement of temporary abdominal closure device. Two surgical laparotomy sponges were left in the abdomen. The patient remained intubated. Bilateral pleural effusions remained. June25 the next day, the patient returned to the operating room for persistent and worsening lactic acidosis following subtotal colectomy, no clear source of progressive shock, mild duskiness of terminal ileum, complications of persistent tachycardia with pressor requirement. A total of 4 units of prbcs were administered during these two days. Blood test results showed the potassium was 5.3, hyperphosphatemia-phosphorus 7.8. Nephrology noted hyperkalemia was due to aki on crrt. June26 on the thirty-eighth post-savr day, blood test results showed the potassium 5.4 and bun was 29. On this day, the patient died. As previously noted per the physician, all subsequent adverse events were not directly, but sequentially related to the valve. The degenerative transcatheter valve necessitated surgery with subsequent multisystem organ failure and death.

Manufacturer narrative:
Outcome attributed to adverse event was updated to death. E. Facility name h6. This report was filed to remove patient code e060102 as it was reported in error. Atrial fibrillation remains in the description of the event problem; however, the information does not reasonably suggest that the device caused or contributed to the conduction disturbance. Valid scientific evidence supports an unlikely valve-related cause for conduction disturbances occurring more than six months after transcatheter valve implant. Ref: (B)(4). Updated data: additional information reported that four years, nine months, six days following the implant of the transcatheter bioprosthetic valve, the patient presented for worsening shortness of breath. Chest x-ray showed changes compatible with vascular congestion. For treatment of the acute congestive heart failure (chf) 3 liters of nasal cannula supplemental oxygen was provided and intravenous therapy (IV) medication was administered. The transcatheter bioprosthetic valve was explanted and a larger 25 mm medtronic bioprosthetic surgical aortic valve was implanted. Seven days following the explant of this transcatheter bioprosthetic valve, the patient exhibited significant post-extubation dysphagia with signs of aspiration with ice chips. A feeding tube was required. Per the physician, the dysphagia was a result of surgery which was necessitated by the degenerative transcatheter valve. The dysphagia was not directly related to the valve but was sequentially related to the valve. If the valve would not have degenerated the patient would not have needed the surgery and the patient would not have developed dysphagia. Thirty-eight days post implant of the surgical valve, the patient expired. The cause of the cardiac death was reported as severe bioprosthetic aortic valve stenosis, that required surgical valve r eplacement with subsequent multisystem organ failure. There was no evidence to suggest that the bioprosthetic surgical valve or its function caused or contributed to the patient's death. No autopsy was performed. H6. Additional codes: annex f, annex g and annex e medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, nine months, eight days following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) was performed and showed an ejection fraction of 65-70% with evidence of severe prosthetic aortic stenosis (as) due to a mean gradient of 68 mm hg and an aortic valve peak velocity of 5 m/s. Approximately one week later, the patient presented to the emergency department experiencing atrial fibrillation (afib) with rapid ventricular response. During the admission, a tte showed the patient's condition remained unchanged. Per the physician, the degeneration of the valve resulted in the severe as and caused the congestive heart failure, atrial dilation, and afib. Subsequently, four years, nine months, twenty days following the valve implant, the bioprosthetic valve was explanted and a larger 24mm non-medtronic surgical valve was implanted. The surgical valve replacement included subvalvular web resection due pannus formation at the base of the valve, aortic root enlargement, repair of the right coronary sinus, maze procedure, and atrial clip. No additional adverse patient effects were reported.